Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2018 at 2:30 am, a patient in bed #233 had a vtach alarm event and the monitor did not trigger an vtach red alarm. There was no adverse event or patient injury reported.